Event description:
Home patient called the baxter technical service center to troubleshoot a reload set 201 alarm in prime of automated peritoneal dialysis (apd) treatment on the homechoice machine. During the course of troubleshooting, the patient noted that they were connected to the patient line of the homechoice set with patient line clamp and transfer set closed. The baxter technician informed the patient that they should not have been connected to the homechoice set at this time (during prime) and instructed the patient to discontinue treatment and set up with all new supplies. Per patient's rn, this was the patient's 2nd night on the homechoice machine and they did not experience any patient injury or medical intervention as a result of incident.